Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during testing, the pump powered on to a blank display. The complaint could not be fully tested due to this. A visual inspection of the pump showed that the battery compartment and returned battery cap were undamaged. The cause of the blank display was found to be a failure of the pump¿s electronically erasable programmable read-only memory. Unrelated to the complaint, the audio bolus button cover was torn. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.